Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported an unspecified malfunction/issue occurred. On (B)(6) 2026, the patient inserted a new sensor. Approximately 30 minutes later, he noticed bleeding at the insertion site, with blood seeping through the adhesive. Despite the bleeding, the sensor continued to provide readings. The patient reported that the readings fluctuated between 180 mg/dl and above 400 mg/dl, with the last display showing ¿high.¿ he did not perform a fingerstick blood glucose (fsbg) check at that time. The same sensor remained in place over the following days. It was unclear whether the patient had a glucometer available or access to an alternative method for monitoring blood glucose, including a replacement sensor. By (B)(6) 2026, the patient reported experiencing severe symptoms, including a decreased level of consciousness and vomiting, and he felt that he was going into diabetic ketoacidosis (dka). No bg fs or cgm values were available. His spouse contacted ems. The patient remembered few event details prior to arrival at the ER. He was diagnosed with dka and low potassium levels. Treatment included IV medications (insulin and potassium). He was discharged several days later on (B)(6) 2026 in the evening. At the time of the follow-up call, the patient reported that he was feeling fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.